Event description:
A liner breakage was reported from the chinese health authority. The patient underwent initial surgery at the hospital on (B)(6) 2023, and the surgery was successfully completed. No surgical delay was noted. During hospitalization, the patient's prosthesis was in good condition and the patient did not experience any discomfort. The patient went to the hospital for a follow-up examination after 6 weeks and found that the ceramic lining of the prosthesis was shattered. After investigation, the current symptoms are not severe and it is necessary to increase the frequency of follow-up. On (B)(6) 2024, the patient went to the hospital again for a follow-up examination. The x-ray showed that the position of the right hip joint prosthesis was good. The surgeon advised patient to avoid excessive weight-bearing and vigorous activity, pay attention to safety, and there is a possibility of ceramic breakage and prosthesis loosening if they fall. If the patient feel any discomfort, come to the hospital for follow-up. No revision is currently scheduled.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device [121881754 / 3954578] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.¿ device history lot : a manufacturing record evaluation was performed for the finished device [121881754 / 3954578] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Device history review : a manufacturing record evaluation was performed for the finished device [121881754 / 3954578] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect.